Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The complaint component was returned and analyzed, and the reported allegation of mechanical was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders were functionally tested. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested and performed within specification. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. On this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was blocked. Patient underwent a revision of his device and the pump was explanted and replaced with no further patient complications.

Manufacturer narrative:
The reason for replacing this product is unrelated to the field action.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was blocked. Patient underwent a revision of his device and the pump was explanted and replaced with no further patient complications.